Event description:
Caller states that the patient tested >8.0 inr twice while a comparison lab drawn returned as 5.4 inr. The patient's coumadin was reportedly held due to device results, however, no adverse event reported. Requested return of suspect device and replacement was sent.